Event description:
Additional information was provided that the device was later explanted with an allegation of premature depletion and will be returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time (CT) of 34.8 seconds. It was noted that the device had reached elective replacement indicator (eri) approximately one month prior, and the patient did not recall hearing beeping tones. Technical services (ts) suggested performing some manual capacitor reformations to see if the CT would shorten. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.